Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted upon completion of investigation.

Event description:
Maude report states, " the procedure was performed by med student. A pocket was identified for paracentesis which was about 6cm deep and about 4-5cm in depth. After the 25 gauge needle was introduced in the left lower quadrant for local anesthesia we got peritoneal fluid return. At that point, we detached the lidocaine syringe and used the 55 cc syringe to withdraw peritoneal fluid. Unfortunately, while pulling syringe out, the needle broke within the subcutaneous tissue. We got an abdominal x-ray after the procedure that confirmed the presence of the needle in the subcutaneous tissue. Customer response to queries received (B)(6) 2016: the FDA report we filed contains the complete information available to us at the time. We are not authorized to release protected health information to vendors or manufacturers.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation. Sample was not provided for evaluation; therefore this failure mode cannot be confirmed. A review of the DHR and sterilization records did not identify and issues related to that product code. Based on the limited data available, the investigation was not able to identify a probable root cause for the reported failure mode. Since no probable root cause was identified for this complaint failure mode, no corrective or preventive actions were identified. This complaint will be entered into the complaint management system and tracked/trended for future occurrences.